Event description:
It was reported that during a laparoscopic nephrectomy and ligation of renal artery procedure, uncontrollable bleeding was encountered due to clips not closing around the artery. Multiple attempts made with the device to control bleeding. Bleeding was finally controlled with another device. Once bleeding was controlled, procedure was completed laparoscopically as planned. Procedure was delayed by ninety minutes.

Manufacturer narrative:
(B)(4). Additional information: the analysis result of the er420 device found that it was received with the top shroud broken but still attached to the shaft; one clip was within the jaws and was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported; however, it is known from the history of the device that the condition of the jaws and the top shroud may lead to dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the top shroud damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.